Event description:
Healthcare professional reported right side calcifications, "totally ruptured," "axillary adenopathies" and "cover and content of yellowish color, scarce free liquid in the cavity." The device has been replaced and discarded.

Manufacturer narrative:
Initial reporter (phone number): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcifications, "totally ruptured," "axillary adenopathies" and "cover and content of yellowish color, scarce free liquid in the cavity.